Event description:
It was reported that this right atrial (ra) lead was explanted due to lead conductor fracture and noise. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead conductor fracture and noise. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.